Event description:
It was reported that the atrial lead had no capture. It was also reported that the ventricular lead had intermittent capture. Both leads were capped and the right ventricular lead was replaced. The atrial lead was not replaced because the device was downgraded to a single chamber. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.